Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 422 mg/dl. Customer also stated that insulin pump had insulin flow blocked alarm. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.